Event description:
It was reported that the device was not pacing and could not be interrogated. The patient had syncope and bradycardia; resuscitation was performed and the patient was hospitalized. Premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of premature discharge of battery and no output were confirmed. The reported event of inability to interrogate was not confirmed. The device was received at end of service battery level. Device image analysis and functional device testing show sudden drop in voltage and elevated current. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.